Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was seen in the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included perineal pain and cramp in lower abdomen. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscope, operative. Laparoscope, lysis of adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received: "previously reported event injury replaced with essure device was seen in the endometrial cavity and made medically significant and intervention required due to surgery." Reporter, medical history and essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.